Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30005709m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block av requiring surgical intervention (permanent pacemaker implantation). During the procedure, while ablating the slow pathway, signal interference (resembling a large pacing spike) and/or signal loss appeared on all ECG channels (body surface and intracardiac on the carto and the recording system). There were no apparent impedance increases or patient movements. Immediately after, the patient went into complete heart block. At the time of complaint report, the patient was in stable condition and undergoing permanent pacemaker implantation. The patient required extended hospitalization (overnight) as a result of the adverse event. The patient fully recovered after pacemaker implantation. The physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. The physician did not report any product problems. Generator parameters included power cut-off at 50 watts and temperature cut-off at 60 degrees celsius. Although not confirmed, it was noted that generator settings included power at 43 watts, impedance of 11 ohms, and temperature of 60 degrees celsius. Signal interference and/or signal loss occurred on all ECG channels, to include body surface and intracardiac on the carto and the recording system. Physician did not have any ECG signal available to monitor the patient¿s heart rhythm. Upon removal of the ez steer¿ nav bi-directional electrophysiology catheter, char was visualized on the tip. Patient has not exhibited any neurological signs or symptoms since the procedure was completed. System did not present any error messages. There were no catheter issues related to temperature or flow. Physician did not report any product problems. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The signal issue on all ECG channels was assessed as a reportable malfunction. The char noted on the tip of the catheter was assessed as not reportable as it is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction.